Event description:
A cartridge alarm occurred with the pump during the loading process, identified as alarm 20. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support educated the customer on the proper load technique, but the cartridge alarm recurred. As a resolution, the pump was to be replaced, and the customer reverted to using multiple daily injections (mdi) as a backup therapy.